Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that the device overheated after 5 minutes.

Event description:
It was reported that the device overheated after 5 minutes.

Manufacturer narrative:
The device was not received for investigation at stryker endoscopy because it was repaired locally in great britain. The technical service report indicates: problem summary: camera image dull. Overheated after 5 mins." Our testing: "camera head setup with light guide and scope, left on for 30 mins and was noticeably warm, unsure of image quality."- mm technician notes : repair details fault reported camera image dull. Overheated after 5 mins. Our testing: camera head setup with light guide and scope, left on for 30 mins and was noticeably warm, unsure of image quality. Mm fault found one of the leaf springs in camera connector is missing action taken replaced cable assembly after repair camera head setup with light cable and scope and left on for 70 mins- no overtheating noticed tests qip soak test function test vacuum leak test air pressure test passed all tests note: camera head did enter the workshop with the coupler (sn: (B)(6)). The coupler has been tested- no faults found this item has been repaired and fully tested probable root cause: cables, connectors, digital board, power supply, filter / fuse, ac inlet board, main board, transition board, fiber board, intermittence between transition board and ch connector, software, scope , light source , camera head , coupler , 1488 & 1588 extension cable, intermittence while using rf devices , problem toggling light source or from camera head, connected monitors, leaking, use error, poor grounding , electromagnetic interference (emi) from rf communication, hf surgical instruments, esd, or power surge , manufacturing/ service nonconformity. The reported failure mode will be monitored for future reoccurrence.